Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements. The physician had called reporting a ra lead fracture. Technical services (ts) reviewed and stated the ra impedances went from 600 ohms to now greater than 3000 ohms. There was noise noted on the ra lead. This ra lead currently remains in service. No adverse patient effects were reported.